Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported "right side with alcl." The markers of cd30+ and alk- have been reported; pathology has not been received to confirm the diagnosis. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Previously reported event of lymphoma - alcl has been ruled out by hcp, event of seroma has been confirmed. Additionally hcp reported event of alcl is related to contralateral side.

Event description:
Healthcare professional reported patient experienced a right side seroma. Hcp additionally reported event of lymphoma is related to contralateral side.